Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a slight - moderately calcified mid-prox lad lesion. No issues were noted to the device packaging and no issues noted when removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, it was reported that resistance was encountered at the lesion but no excessive force used. It was reported that the physician decided to withdraw the device before deployment. Stent deformation was reported to have occurred during removal. Removal difficulties were noted. The physician used another resolute stent to complete the procedure. No patient injury reported.